Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a cubie not showing on bus. The field service engineer powered down station reseated row board connection on drawer controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.

Event description:
It was reported by the customer that a pyxis medstation system had drawer not showing on bus. The customer confirmed that the malfunction occurred while dispersing medication to the patient causing delay, but no adverse outcome or patient harm was noticed. There were no adverse events or injuries reported based on this event.